Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Added codes to h6: type of investigation and investigation findings were added. The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on the medical report. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that in this case the transcatheter heart valve (thv) was implanted in pulmonic position, which is not indicated for use. Therefore, it is off-label operation. As reported, "the operative note revealed that 2 years and 8 months post transfemoral tavr procedure the patient presented with stenosis". Valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time. Due to insufficient information, a definitive root cause was unable to be determined at this time. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Manufacturer narrative:
A supplemental MDR is being submitted due to a review of medical records. Section b5 was added and h6 device code was corrected. The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
Per clinical review of medical records, 2 years and 8-month operative note revealed that the patient presented with stenosis. The patient had a viv with a 23mm sapien 3 resilia in the pulmonic position via right transfemoral approach. The implant was a success with trace regurgitation and a mean gradient 13mmhg. No procedural complications or edwards device malfunctions were listed. The patient was discharged home.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by patient registry, approximately 2 years and 8 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the pulmonary position, the patient underwent a valve-in-valve procedure due to unknown reasons.